Event description:
The lay user/pt contacted lifescan in 2008 and alleged that her one touch ultra2 meter was not powering on. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on the event date, between 10:30-11:00 am. As a result of the reported issue, she allegedly took diabetes medication (humalog insulin 25 units) based on a sliding scale. However, it is unclear as to which result she had based the insulin dosage on. She reported testing on another meter (accuchek compact) with a result of 62 mg/dl. It is not known when this test was performed. The pt mentioned that after the reported issue began, she felt shaky (unk the exact time the symptoms began after the issue). The pt did not receive/require any medical attention. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product. The pt was using the correct test strips. However, the meter turned on when the power button was pressed and when the test strip was inserted all the way into the test strip port. This complaint is being reported because the pt claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. She also took insulin as a result of the reported issue, however, it is not known what the dosage was based on. She did not receive any medical attention. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.